Event description:
Routine complaint investigation identifies false high blood glucose readings. The user allegedly compared their capillary blood glucose results with both another meter and a laboratory reference device. These results, under certain conditions could have an adverse clinical effect. No injuries were reported in the field.